Manufacturer narrative:
Product complaint # (B)(4). A fracture analysis was performed to investigate the fracture of the mountaineer 3.5mm titanium rod. Optical images of the fractured surface exhibit two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fracture of the mountaineer rod could not be determined from the given information. However, fracture analysis report suggests that rod fractured due to fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ,the two mountaineer rods were implanted 2 years ago on female patient d.o.b (B)(6). Diagnosis : broken rods previous implanted 2 years prior from the occiput to c5 posterior fusion. The rods broke. The patient presented with diabetes as a comorbidity. The 2 rods were explanted for new rods on (B)(6) 2018. Patient exposed to additional 90 minutes of anesthesia as a result. Dr (B)(6) would like (B)(6), phd engineer to inspect the explanted rods.